Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri). The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Event description:
Related manufacturer reference number: 2938836-2019-13903. It was reported that the patient presented for an atrial lead revision and generator replacement procedure. Inappropriate auto mode switch (ams), oversensing noise and inhibition of atrial pacing had been noted on the atrial lead. During the procedure an insulation anomaly was discovered on the atrial lead. The lead was capped and replaced on (B)(6) 2019. The device was prophylactically explanted and replaced following the advisory. The patient was stable after the procedure.